Event description:
It was reported by service report that the bed has fowler weldment issue in which the fowler would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler weldment box, fowler bearing support.